Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the light did not turn on. In addition, it was noted, the foot rubber was damaged and the light guide connector was worn. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the halogen light source lamp did not turn on. There were no reports of patient harm associated with this event.

Event description:
According to the reporter, the event occurred (B)(6) 2022 during pre-use inspection. There are no additional details regarding the patient or event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. New information added to the following fields: b3, b5 and h6. A review of the device history record (DHR) could not be conducted as the device was manufactured over 15 years ago. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the light not lighting up was a faulty lamp. The cause of the faulty lamp has not been determined. Olympus will continue to monitor the field performance of this device.